Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. It is likely an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed typical damages seen in a suture retrieval issue. The observed posterior needle tip that was returned not ejected from the posterior needle shank is consistent with the plunger not being fully depressed flush with the handle body during deployment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1528 removed.

Event description:
Subsequent to the initially filed report, the following information was received: 8f sheath was used after the procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. No additional information was provided.

Event description:
Subsequent to the final filed report, the following information was received:the interventional procedure was corrected from computer aided to carotid artery stenting. No additional information was provided.

Manufacturer narrative:
B5: describe event or problem updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional computer aided neurosurgical procedure. Reportedly, the suture could not be removed from the guide tube and upon device removal part of the suture was noted at the bottom of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.